Event description:
This rv lead was implanted on (B)(6) 2010 and remains implanted at this time. A call was placed to technical services on 05/14/2018 stating that there was a noise on shock channel. No noise on pace and sense observed. Shock lead impedance of 31 ohms. The following physician was dr. (B)(6) at (B)(6) center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).